Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. The lead inserted into the lv port of the device appears to be implanted in the right ventricle. It was recommended to have a further lead assessment. The battery status is normal and the other lead measurements are stable. At this time, the lead inserted in the lv port remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. The lead inserted into the lv port of the device appears to be implanted in the right ventricle. It was recommended to have a further lead assessment. The battery status is normal and the other lead measurements are stable. At this time, the lead inserted in the lv port remains in service. No adverse patient effects were reported.